Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of death.

Event description:
Patient's wife contacted dexcom on (B)(6) 2016 to report that the patient passed away on (B)(6) 2016. A cause of death was not reported. A certificate of death was provided. It is unknown if the patient was wearing the continuous glucose monitor (cgm) at the time of the event. There was no alleged device malfunction. No additional event or patient information was provided.